Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were visually inspected for any defects related to the reported defects. No issues were identified. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for gel air bubbles, additive abnormality, and foreign matter on tube. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after opening package bd vacutainer® sst¿ blood collection tubes 19 were found to have gel separation bubbles and 10 sticks abnormal additives. The following information was provided by the initial reporter: stage: after opening the outer packaging defect: 19 separation gel bubbles, abnormal additives 10 sticks, quantity: 30 pieces in total.

Event description:
It was reported that after opening package bd vacutainer® sst¿ blood collection tubes 19 were found to have gel separation bubbles and 10 sticks abnormal additives. The following information was provided by the initial reporter: stage: after opening the outer packaging. Defect: 19 separation gel bubbles. Abnormal additives 10 sticks. Quantity: 30 pieces in total.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.